Event description:
Procedure: laparoscopic colon. According to the reporter: on the first firing the device cut the tissue, but the staples did not form. On the second device the unit cut again and the staples did not form. The surgeon used an endo stitch to close the colon area. Tissue damage reported. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).